Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed supplies to resolve the issue. The customer's blood glucose was 200-275 mg/dl.